Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2020, product type: catheter. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 12-apr-2001, UDI#: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 26-oct-2013, UDI#: (B)(4). Product ID: 8578, serial/lot #: (B)(4), ubd: 24-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving compounded baclofen (2000 mcg/ml at 250 mcg/day) via an implantable infusion pump. It was reported that the catheter was fractured at the spinous process. The patient experienced symptoms of spasms, sweating, fever and tachycardia. Surgery was performed and a new catheter was placed. The old catheter was partially explanted; the spinal segment unable to be explanted. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.